Event description:
A discordant result for digoxin was obtained on an advia 1650 instrument. The result was reported out and questioned by a physician on the next day. The same sample was rerun on the same instrument and a corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to this discordant digoxin result.

Manufacturer narrative:
A siemens field service engineer was dispatched to customer site. The fse analyzed the instrument. The cause of the discordant digoxin result remains unknown. Proactively the fse replaced the sample dilution probe and liquid level sensor. The instrument is performing within specifications. Further evaluation of the device is not required.